Manufacturer narrative:
This follow up report is being submitted to provide the results of our evaluation and to make a correction. This medwatch report was inadvertently reported as a duplicate. This malfunction was originally reported under medwatch number 1220908-2003-00490. The device was returned and the reported malfunction was observed and the hv module was replaced to resolve the malfunction. Analysis of the hv module revealed a damaged connector, which prevented proper seating of an interconnect cable. The connector was repaired and the module performed according to specification. Although it cannot be firmly established, the reported problem was possibly due to a misaligned interconnect cable. The device was recertified and returned to the customer.

Event description:
Complainant alleged that the device displayed a "pacer fault 116" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.